Event description:
It was reported that system gave an error 2 that could not be cleared.

Manufacturer narrative:
Autopulse system passed functional tests. Two batteries (serial numbers (B)(4)) were returned with the autopulse system. Based on the information logged in the autopulse archive files, batteries were not properly maintained. The two batteries had not gone through the required test cycles and were weak under load. This is the most likely cause for the reported error 2 (compression tracking error).